Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. The insulin pump received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Unable to perform occlusion test and basic occlusion test due to completely broken off reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment appeared as though it was chipped. The reservoir would not lock into place and the insulin pump would not deliver insulin. The customer reported that when they woke up the insulin pump was on one side of the bed while the reservoir was on the other side. The customer's blood glucose level during the incident was 525 mg/dl. The customer could not recall any significant events leading to the damage. The device was returned for analysis.